Event description:
It was reported that the patient was very complex medically, and had always had some spasticity issues. It was noted, that in (B)(6) 2014, the patient¿s catheter was revised due to a partial obstruction; the patient was experiencing intermittent symptoms. The patient did ¿fairly well¿ after the revision, their skin color returned to normal, and the spasms got better; but reportedly not 100% better. The pump was being used to deliver an unspecified medication at the time of the event. It was further reported that other medications the patient was taking at the time of the event included valium and baclofen. The patient was reported to have been experiencing withdrawal and muscle spasm. It was noted that there was an occlusion/kink in the proximal pump segment which was identified via the inability to withdraw at an attempted dye study. As a result, the catheter was revised; catheter segments were left in the intrathecal space; however, no catheter segments were left in the patient which were not in use. Additional interventions as a result of the catheter issue included a decreased dose. It was noted that the patient had recovered without permanent impairment. The pump was being used to deliver compounded baclofen 3000 mcg/ml at 990 mcg/day at the time of the event. The baclofen therapy was reported as ongoing, lower dose.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l75131, implanted: (B)(6) 2000, product type: catheter. (B)(4).